Event description:
There was air leak (air bubbles observed) when applying negative pressure during the prepping of the device. There was no reported patient injury. The product was not clinically used. The product was available for evaluation and testing, however, it has not been yet returned.